Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted trangastrically to the jejunum to treat a gastroduodenal stenosis on a epass clinical procedure performed on (B)(6) 2024 post procedure, on (B)(6) 2025, the patient complained of gastrointestinal symptoms such as abdominal distension, nausea, vomiting, and constipation during a follow-up medical appointment. The patient was admitted on february 20 for further examination and treatment as it was suspected that the symptoms were due to duodenal stenosis. The patient underwent an endoscopic procedure on an unspecified date, and upon further examination it was found that the axios was not fully expanded making it difficult to cross the scope; however, the lumen was open and the intestinal mucosa on the opposite side was clearly visible. Additionally, the guidewire was advanced into the intestine beyond the axios, and no significant stenosis was observed within the visible area. It was concluded that the patient symptoms were related to peristalsis dysfunction due to disseminated lesions, and no additional stent was implanted. The patient was discharged on (B)(6) 2025, with palliative care hospitalization and the hospital closed the case. Note: it was reported that the axios stent was intended to be placed from the stomach to the jejunum. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement stomach to the jejunum.